Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 - "high", although a value was not provided. Cause was unknown. The customer treated bg with a manual injection and pump supply change. During trouble shooting with tandem technical support, the pump was functioning as intended.